Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the pacemaker set screw was failing to be disconnected and it was broken after additional force was applied. The pacemaker was explanted. There were no patient consequences.